Manufacturer narrative:
Follow-up # 1 date of submission 1/27/2016. Device evaluation: the device has been returned and evaluated by product analysis on 1/14/2016 with the following findings: a review of the pump black box data showed multiple pump reboot events. During visual inspection of the pump, it was observed that the pump was returned with a crack alongside the battery compartment. The threads on the battery cap were stripped and were unable to secure. The intermittent power was duplicated during the investigation. A test battery cap was used to complete the investigation and it was able to hold for testing. The pump was exercised for 24 hours with no further loss of power occurring with the test battery cap. Unrelated to the initial complaint, the investigation revealed that the display screen was dim and discolored ¿ the letters had a red hue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging a power (damage) issue. It was reported that the battery compartment was cracked, there was intermittent power and the user was unable to tighten the battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.